Manufacturer narrative:
Evaluation: the unit involved in this event was disposed of. A smiths medical sales rep tested the h1200 with saline and the unit functioned properly. Visual inspection of no blood clogged and pressure chambers were fine with no visual of a closed clamp. The d-50 administration set could not be tested as it was disposed of. Review of mfg records revealed no problems during MFR. Review of complaints database show no other reports on the device lot number. A more thorough investigation could not be performed as the unit was disposed of.